Manufacturer narrative:
A manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event were identified. No additional complaints have been reported for this lot number previously. Inspection summary: based on the x-ray images provided a type ii fracture of the 7 x 200 mm stent, covered by this investigation could be confirmed. The stent was placed overlapping with a 7x80 mm stent. The vessel was found to be stenosed in the distal section of the longer stent, proximal to the overlapping zone; however, an indication for a device relation of the stenosis could not be identified. Based on the available information a definite root cause for the reported event could not be identified. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states that 'arterial occlusion/restenosis of the treated vessel' and 'stent fracture' are potential adverse events that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent® solo¿ vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." The stent deployment procedure was found properly described; the IFU states: "initiate stent deployment by pushing the trigger. Six micro-triggers result in one full trigger. While using fluoroscopy, maintain position of the distal and proximal stent radiopaque markers relative to the targeted site. Continue pushing the trigger until the distal end of the stent obtains complete wall apposition. With the distal end of the stent apposing the vessel wall, final deployment can be continued with full triggers. Deployment of the stent is complete when the proximal stent radiopaque markers appose the vessel wall." The IFU further states: "predilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended." The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified in. (B)(4).

Event description:
It was reported that approximately 10 month post overlapping implant of two vascular stents, in a light tortuous and moderate calcified lesion in the sfa via the left cfa access, an alleged in-stent restenosis and stent fracture was identified under guided fluoroscopy. Reportedly, placement of a covered stent has been scheduled to treat the fractured segment. The patient is reportedly doing well with no claudication.

Manufacturer narrative:
No medical records were provided; however, images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post implant of the vascular stent, under guided fluoroscopy, an alleged in-stent restenosis and stent fracture were identified in a light tortuous and moderate calcified vessel, in the sfa via the left cfa. Reportedly, the patient is doing well with no claudication.